Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4.5cm cut line and partially flush with the cartridge. The clamping mechanism and bar were deformed. The loading unit was loaded into an instrument. The interlock was overridden, the loading unit was cycled without hesitation or binding and was applied to test media. All remaining staples were placed and test media was transected. Functionally, the interlock was tested and found to function properly. It was reported that the device initially fires, but failed to complete the firing cycle and the staples did not form as expected. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. When positioning the instrument on the application site, ensure that no obstructions, such as previously fired staples or clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to right upper lobe posterior lung tissue during thoracoscopic wedge resection of lung, when using the 60mm purple reload for first firing, the proximal end of the staple could not be formed, and the staple could not be fully fired. The surgeon replaced it with another reload, the handle body could not be closed, after several attempts, it closed successfully. However, the reload could not be fully fired, and the door shape staple was pushed out directly in the central position. Another staple reload was used to fix the staple line. This resulted to blood loss of more than 500cc. It was also noted that the incision was extended for more than 1 inch. The surgeon used slip suture to repair blood vessels and to complete the case. The surgical time was extended for more than 30 minutes.